Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device is leaking. It is unknown at this time how the case was completed. It is unknown if there was any patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4)